Manufacturer narrative:
Additional information received: the adverse event acute pulmonary edema leading to respiratory insufficiency with intervention completed onset date was confirmed as (B)(6) 2018. The site assessed the pulmonary edema as not device or procedure related and not realted to the renal stent. The sponsor assessed the pulmonary edema as having a causal relationship to the device and the procedure and not related to the renal stent. For the type iii endoleak the sponsor assessment has been updated from not related to the renal stent to having a causal relationship to the renal stent. The sponsor assessment of the abdominal aortic rupture has been updated from not related to the renal stent to related to the renal stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: etlw1613c124ee, serial/lot #: (B)(4), ubd: 05-sep-2019, UDI#: (B)(4); product ID: etlw1613c124ee, serial/lot #: (B)(4), ubd: 07-sep-2019, UDI#: (B)(4); product ID: etew1313c82ee, serial/lot #: (B)(4), ubd: 19-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. It was reported that approximately 9 months later, the patient experienced an aortic rupture proximal to endo-prosthesis. An unknown surgical intervention was completed and the patient remains in hospital. The event has been assessed by the sponsor as not related to the procedure and possibly related to the devices. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Additional information: it was reported that the site assessment has been updated. The site now assesses the type iii endoleak and not related to the device and not related to the procedure. The sponsor assessed it as having a causal relationship to device and procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was now confirmed that the sponsor assessed the rupture as not related to device or procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the patient originally presented on the (B)(6) 2018 and diagnosed with having mrsa bacteremia which stemmed from a stent graft infection. The patient was hospitalised and received medication. Post the rupture,a proximal pseudo-aneurysm with a type ia endoleak were identified. At this time the patient experienced symptoms of respiratory insufficiency and pulmonary edema. The patient received intervention with revascularization of both the left and right renal arteries and an additional stent graft implanted in the sma. It was noted that the patient expired on the with a cause attributed to acute respiratory insufficiency due to acute pulmonary edema. Per the investigator, aortic rupture proximal to endo-prosthesis is not device or procedure related, the cause of the infection, pseudo-aneurysm, type ia endoleak have a probable relationship with the device and the procedure. The investigator also noted that the cause of death was not related to the device or procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it is reported that the onset date for the acute pulmonary edema was the (B)(6) 2018. The pulmonary edema required prolonged hospitalization and medication as treatment. To diagnose the acute pulmonary edema , a CT of the thorax was performed. The patients pulse oximetry had a reading of 88 %. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information was received that the previously reported abdominal aortic aneurysm rupture was treated one month earlier than reported. During the intervention an endurant aortic extension cuff was implanted along with non-medtronic chimney stents in the rra and sma and a non-medtronic snorkel in the lra. A type iii separation endoleak occurred approximately 5 days later between the endurant cuff and the endurant bifurcate. The patient had intervention approximately 2 weeks later to treat the type iii endoleak however the leak persisted and was noted again 6 days after the intervention. It was reported that due to the patient's comorbidities and medical situation it was not possible to undertake any further surgical interventions. The type iii endoeak was assessed by the investigator as not related to the endurant iis stent graft or procedure. As per the sponsor the type iii endoleak is possibly related the endurant iis stent graft and not related to the procedure. The event was unresolved at the time of the patient's death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.